Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an atherectomy procedure, the side arm of a flexor introducer sheath separated from the hub. The sheath was inserted into the patient, and the dilator was removed. Per the reporter, the arterial pressure then ¿shot the side arm off¿ and blood gushed from the device. Nothing was connected to the side arm at the time of the event. The sheath was exchanged, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an atherectomy procedure, the side arm of a flexor introducer sheath separated from the hub. The sheath was inserted into the patient, and the dilator was removed. Per the reporter, the arterial pressure then ¿shot the side arm off¿ and blood gushed from the device. Nothing was connected to the side arm at the time of the event. The sheath was exchanged, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A supplier investigation was also conducted. The complaint device was not returned to cook for investigation; however, photos were provided, showing that the side-arm had separated from the sheath. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A supplier investigation was conducted. The supplier concluded that the device was manufactured to specification. The information provided upon review of device photos, the dmr, supplier investigation, and IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.